Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. The samples were repeated on another cobas pro ise analytical unit. Patient 1 initial result was 150 mmol/l, and the repeat result was 142 mmol/l. Patient 2 initial result was 150 mmol/l, and the repeat result was 142 mmol/l. Patient 3 initial result was 149 mmol/l, and the repeat result was 141 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The electrode lot number was dlr99. The expiration date was not provided. The field service engineer checked multiple parts of the analyzer and did not find a cause. He performed ise reagent primes and performed daily maintenance. He ran ise checks, precision, and a patient comparison that were all successful. Although no specific root cause was found, the investigation determined the issue was resolved by the service actions.